Event description:
It was reported that the instruments "broke during surgery."

Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.